Event description:
During a percutaneous coronary intervention procedure, the physician observed a bend at the proximal section of a pt2 light support 185cm straight guide wire while still in its hoop. When the physician attempted to straighten the bend, the proximal section fractured from the guide wire. The fractured guide wire was not used in the precedure. The physician completed the procedure with another pt2 guidewire. The procedure was reported as successful. The pt status was reproted as good. No additional procedures or surgeries were required due to the guide wire fracture.